Event description:
The customer, a biomed, contacted physio-control to report that the analyze button on their device does not function. This failure would not allow the device to analyze the patient rhythm and, as a result, the need for defibrillation therapy could not be determined. The issue was discovered during routine preventative maintenance, so there was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control provided the part number and pricing for the parts necessary to complete the repair. Due to the age of the device and costs associated with repair, the customer has not decided if they will repair or replace the unit. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
Physio-control contacted the customer, a biomed, and was advised that the have decided not to repair the device and that it has been permanently removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.